Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Prescribed steroids in addition to antihistamines., patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Severe skin allergic reaction that spread all over the back, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe prescribed steroids in addition to antihistamines., is the patient part of a clinical study unknown, additional information provided: one photos female patients in their 40s who underwent surgery at the ts department, and the skin reactions exhibited extensive and similar characteristics, including erythema, fluid discharge, skin hardness, discoloration, and rashes, as shown in the attached photos below. Recent additional reported case this case involves a patient who used prineo. Similar to the previous cases, this patient is female, and a much larger area has reacted compared to the earlier patients. As a result, she has been prescribed both antihistamines and corticosteroids. Currently, it appears that these serious adverse events occurred even in patients without a history of allergies to similar products (e.g., skin adhesive) or components (e.g., cyanoacrylate). For your information, the wound closures involved the sa for some cases and the fellow for others. The subq layer was closed using stratafix spiral sxmp1b427 and sxmp1b434. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. Concomitant products added. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a an unknown procedure on an unknown date and topical skin adhesive was used. The patient who visited today, is a female patient, she had a wide reaction so she was prescribed steroids in addition to antihistamines. Additional information has been requested.